Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/20/2017 device returned to manufacturer ¿ yes.. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a zxt300 29.0 diopter intraocular lens (iol) was explanted and exchanged for a lower diopter (26.5) lens of the same model. Through follow up with the surgery center it was confirmed that the postop refraction was not what was expected. The following information was provided: patient¿s measurements were: pre-op rx +4.25 -1.00 x 177, post-op -1.75 -0.50 x 60. At one (1) week post iol exchange the patient was rx -0.25 -1.00 x140 add: +2.75 near: j2@16" far: 20/30 visual acuity. The patient will continue to be followed as the patient is saying that their vision is better some but still not great.